Manufacturer narrative:
Based on the results of the investigation, olympus confirmed foreign material came out of the device, and the type of the material could not be identified. The definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the colonovideoscope exhibited biohazard material exiting from the suction connector during brush passage. There were no reports of patient involvement.